Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 ICD implanted 2014-(B)(6), 37713 pain stimulator ipg 2012-06-27, 39286-65 pain stimulator lead implanted 2012-(B)(6), 6947-65 lead, implanted 2004-(B)(6). (B)(4).